Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center signal was very "glitchy" as black/white squares and distortion were on the side of the video. The issue occurred during receipt inspection from repair. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, when connecting the video signal, behavior is very unstable /black and white squares and distortion can be seen on the side surface of the video, could not be identified. From the facts obtained from the investigation, the phenomenon was not reproduced, thus we could not presume the cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿there was no basis that the defect is caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.